Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the usb cable was bent. A replacement cable was sent to the cable. Customer's blood glucose was 71 mg/dl.